Event description:
As reported, it was a case of a 29mm sapien 3 valve, on aortic position by transfemoral approach. While taking out the commander system after a successful thv deployment, it was observed that the inner liner of the esheath was detached from the shaft. The c-marker was attached to the inner liner. The root cause of the event is unknown. Patient is recovered.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Returned imagery from the facility was evaluated and the following was observed: the esheath liner was delaminated from the distal tip, the c-marker was intact, the tip opened as designed. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath liner delamination was confirmed with procedural imagery. Without the returned device, engineering was unable to perform any visual, dimensional, or functional inspections of the device. Per complaint details, 'as reported, it was a case of a 29mm sapien 3 valve, on aortic position by transfemoral approach. While taking out the commander system after a successful thv deployment, it was observed that the inner liner of the esheath was detached from the shaft. The c-marker was attached to the inner liner. Unknown root cause of the event. Patient is recovered.' Per the IFU/training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Patient factors can cause it to be more difficult to advance the delivery system through the sheath. Tortuosity can cause a non-axial alignment in the advancement or retrieval of the delivery system, which can then cause the valve or delivery system to potentially catch onto the liner of the tip, causing delamination when excessive manipulation is used to overcome any difficulty. However, without additional information, this root cause cannot be confirmed. As such, a root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.